Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead exhibited noise. Noise has been noted on the right atrial lead since 2016. The patient's device has been in ventricular demand pacing (vvir) since 2017. No interventions were made at this time. The patient has experienced chronic atrial fibrillation and was stable. Patient will continue to be monitored.